Event description:
On (B)(6) 2015, patient received a left total shoulder arthroplasty. Patient returned to clinic on (B)(6) 2015 for x-rays and the surgeon noticed a foreign body, which was determined to be a glenoid impactor tip. The impactor tip was not causing any discomfort or pain to the patient and was surgically removed on (B)(6) 2015.

Manufacturer narrative:
Engineering evaluation noted that the additional surgery reported was likely the result of discovering the glenoid impactor tip had been left inside the patient during routine, follow-up x-rays. The disassociation of the impactor tip was likely the result of impacting off-axis, which led to plastic deformation of the handle shaft and disassociation of the tip at the tip/handle interface.